Manufacturer narrative:
Supplemental report 01 - (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The lot 6003955 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 11 for the code foreign matter (e.g., hairs, insects) within primary pack (blister pack). Complaint investigations. Two photos have been received from the customer, and there is a visible black dot in the blister. Physical complaint samples were requested, according to the information received the involved sample was not available to be returned. Therefore, a visual inspection on the individual packaging regarding to foreign particles was completed on ten reference samples of lot 6003955 and were found within specification, there are not any dot or extraneous particle. Relevant checks within the batch record related to the complaint issue foreign matter within primary pack were verified and no discrepancy was found during the batch record 6003955 review. The lot was sterilized and released, based on review of results of sterilization. Batch review the lot 6003955 was manufactured according to the document version 94 on the packing process in the multivac 09, on 27/oct/2023, with a total of (B)(4) units. Review of the device history record (DHR) on 24/sep/2024 and showed that all relevant inspections on the foreign matter within primary pack were verified and no discrepancy were found. Conclusion summary of the related event. As a result of the following: no samples have been returned, according to the investigation, no alleged failure related to the product can be confirmed. In the photos received, a black dot is visible on the blister and the size of the dot is acceptable, according to the acceptance criteria, if the foreign particle is attached to the blister and does not exceed the allowed size, the sample is within specifications, malfunction reported has been unconfirmed on the reference samples, no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr).

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that legible and the number of 2 infusion set pieces with foreign particles inside the blisters is under our aql, event on (B)(6) 2024. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).